Event description:
It has been reported to philips that the system did not emit x-ray when pressing the footswitch pedal. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, it was identified outside clinical use that the wired footswitch did not work. Philips analyzed the log file, and no failure was identified. Based on the available information, the most probable cause was a mechanical issue. A new footswitch was ordered which has been installed by the hospital biomedical equipment technician. Updated codes based on investigation.